Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that a ventricular tachycardia (vt) event was noted on a remote alert transmission. Later it was noted that this event showed excessive ventricular lead noise that resulted patient to have inappropriate antitachycardia pacing (atp) therapy. Noise was not reproduced. Atrial lead also noted high capture threshold. The leads were explanted and replaced. Physician also elected to upgrade the device since it had previously failed to shock and wanted to implant a new device that allowed a higher shock setting. Patient was stable, before, during, and after the procedure.